Event description:
Information received on (B)(6) 2013 states that patient had erosion. Unsure of the lead status. The physician was dr. (B)(6) at (B)(6). Noo ther information is available. Information received on (B)(6) 2013 states that this lead was capped on (B)(6) 2013 due to episodes of noted. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).